Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient was having presyncopal symptoms due to noise oversensing and pacing inhibition. The lead had a history of causing adverse events. The lead was capped and replaced. The patient was stable post-procedure.